Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery:(B)(6) 2014. Patient presented with prosthesis luxation with posterior pain and functional limitation due to a fall. Closed reduction was performed with success. This event report was received through clinical data collection activities.

Manufacturer narrative:
This device is used for treatment not diagnosis. Corrected data: adverse event or product problem.

Event description:
Left hip closed reduction. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00249, 1038671-2018-00250, 1038671-2018-00251, and 1038671-2018-00253.